Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a fold crease, an opening on the posterior side, and wear abrasion. A leak test and microscopic analysis were performed which identified a smooth crease opening on the posterior side, a crease sharp opening on the posterior side, and a striated opening on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening and a sharp crease on the posterior side assessed as a fold flaw opening, and a striated opening assessed as surgical damage, consistent with the use of a surgical tool.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.